Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained oversensing. Review of stored egm showed the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.